Manufacturer narrative:
The device has been returned, and the investigation is in progress. This report will be updated upon completion of investigation.

Event description:
It was reported during ongoing use, the device was showing premature battery depletion. The device was explanted on 10/29/2019. No adverse patient effects were reported.

Event description:
It was reported during ongoing use, the device was showing premature battery depletion. The device was explanted and replaced. No adverse patient effects were reported. Additional information: this report has been updated to include final analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.patient code 3191 captures the reportable event of surgery.